Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the motor of the universal double trigger handpiece was unable to resume function after testing.